Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was obtunded in the intensive care unit (ICU) on a continuous morphine drip. The reporter needed the pump ¿turned off stat.¿ the reporter stated that the cardiologist needed the pump turned off or the patient was ¿not going to make it.¿ it was noted that the pump was readjusted a few days prior the day of the report (according to device registration, the pump and catheter were replaced 4 days prior to the report). The pump was used to deliver morphine. It was report later that same day that the manufacturer representative was called to the ICU to set the new pump to minimum rate mode. It was noted that upon interrogation, the pump was already set at minimum rate. It was stated that the patient was in respiratory depression. It was reported 4 days later that the pump was set to minimum rate mode and the manufacturer representative was later told that the patient was ¿obviously having other medical issues unrelated to the pump.¿ the reporter did not know what those other medical issues were.